Event description:
My surgeon told me he was going to suture the incision for my breast lumpectomy. Instead, he used sutures and dermabond/skin glue. He did not inform me he was going to use skin glue. I am a very allergic person and if I had known he intended to use it, I would have requested a skin patch test prior to surgery, which would have avoided the very severe reaction I had. Within 24 hours, the skin was severely inflamed everywhere the glue had touched, including accidental spots where there was no incision. Large areas of tissue in and near the incision became a deep purple red color. The dark red tissue then became necrotic. Large scabs formed. There was no infection. The incision eventually healed but is severely deformed and twisted, and may cause skin health problems due to many deep folded pockets within the incision. I am probably going to need plastic surgery to fix this. It is likely to cause skin problems during radiation treatment. I cannot take care of skin, I cannot reach that is deep inside a tight pocket of scar.